Event description:
Event description cpi received information that this implantable pulse generator (ipg), during transtelephonic monitoring, had intermittent loss of ventricular capture. After receiving a faxed ECG, technical services suspects a loss of atrial sensing and believes the atrial lead has dislodged to the ventricle.